Manufacturer narrative:
(B)(4).medtronic was not authorized to conduct the device evaluation/repair. It was completed by a non-medtronic service provider. The battery was replaced.

Event description:
It was reported that during maintenance a ventilator battery would not hold a charge. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Although medtronic was not authorized to repair/evaluate the device, the customer returned the battery to medtronic¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The battery was found to be depleted.